Manufacturer narrative:
The excor blood pump, s/n (B)(4) was in use by the patient from on (B)(6) 2021 until on (B)(6) (64 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the three layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation report will be provided as soon as it is available.

Event description:
We were informed by the clinic about a suspected membrane defect in the left excor blood pump of a patient supported in the lvad configuration. Berlin heart recommended a pump exchange. The affected blood pump was exchanged in the clinic by trained personnel. The exchange was performed without complications and the patient is doing well.

Manufacturer narrative:
During initial visual of the returned blood pump reddish-brown deposits could be detected between the membrane layers. The blood pump was then tested for functional performance. The pump reached its required minimal functional specification. For further investigation, the blood pump was disassembled, and the membrane layers were examined individually. A leakage in the blood membrane was detected. The leakage is located in the edge region of the membrane close to the housing. The other two layers of the membrane showed no defect and are intact. Dried blood deposits were detected between the blood-side layer and the middle layer of the triple layer membrane the thickness of all three membrane layers was remeasured at defined points. The thickness of the middle layer & air side layer was found to be within specification at all defined points. The thickness of the blood membrane at the region of the leakage as well as at one of the defined measuring points, the thickness profile of the blood side layer was found not to be homogenous at the time of the re-measurement. The cause of the leakage in the blood side layer was an inhomogeneity in the membrane thickness of this membrane layer. In case the thickness profile of a single membrane layer is not homogeneous, there is a possibility that during pump function, the stresses in regions where the membrane layer is thinner are higher than in the other areas of the membrane. The higher stress at this region led to a leakage of the membrane at this location.

Manufacturer narrative:
The excor blood pump, s/n (B)(4) was in use by the patient from on (B)(6) 2021 until on (B)(6) (64 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the three layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation report will be provided as soon as it is available.

Event description:
We were informed by the clinic about a suspected membrane defect in the left excor blood pump of a patient supported in the lvad configuration. Berlin heart recommended a pump exchange. The affected blood pump was exchanged in the clinic by trained personnel. The exchange was performed without complications and the patient is doing well.